Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained oversensing due to suspected myopotential oversensing was observed. Programming changes were made. The condition of the patient was good.